Event description:
Patient reported linkassist device released the infusion set unintentionally. Patient stated it flew onto the floor. No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.